Event description:
Information received indicates, the siderail is not latching properly.

Manufacturer narrative:
The technician found the zero transfer gap was damaged and the end tube was bent. The technician replaced the zero transfer gap and end tube to repair the stretcher.